Manufacturer narrative:
Batch review performed on (B)(6) 2019. Pedicle screw 03.51.10.0423 screwdriver large handle cannulated lot. 1853357. Lot 1853357: (B)(4) items manufactured and released on 26-oct-2018. No anomalies found related to the problem. To date, one other similar event have been reported. Preliminary investigation performed by r&d project manager: in the event reported in the complaint, they are involved different items. From the pictures it's possible to see that: screwdriver large handle cannulated, ref. 03.51.10.0423, lot. 1853357 (1pcs) - torx t20 broken. Screwdriver large handle cannulated, ref. 03.51.10.0423, lot. 1850630 (3pcs) - 2pcs with torx t20 broken - 1pc with the thread connection deformed. One-step reducer enhanced, ref. 03.51.10.0181, lot. 1651673b - one pin broken and another pin deformed. From the description of the event it's possible to understand different mechanisms of failure. The surgeon tried to insert a pedicles screw ø8x55, ref. 03.50.057, lot. 1720394, without using the related tap. As suggested in the surgical technique "warning before inserting pedicle screws larger than 7mm in diameter, is mandatory to tap the pedicles..." The potential root cause of the tip torx t20 breakage of the first polyaxial screwdriver could be the high torque reached during the insertion attempt. As additional information the torx t20 ultimate torque is above 9nm. For the second screw, the surgeon tried to insert a pedicle screw ø8 after the tapping with the tap of the expedium set. The expedium screw and medacta screw have different screw profile. For this reason the usage of the competitor tap could lead the screw in not correct position and doesn't reduce the friction. The potential root cause of the tip torx t20 breakage of the second polyaxial screwdriver could be the high torque reached during the insertion attempt. During the attempt of the removal of the second polyaxial screw, the breakage of the third polyaxial screwdriver occurs. The potential root cause of the tip torx t20 breakage of the third polyaxial screwdriver could be the high torque reached during the removal attempt. Alternative instrument to perform this maneuver is the bone-screwdriver. During the attempt of the removal of the second polyaxial screw, the deformation of the thread of the fourth polyaxial screwdriver occurs. The potential root cause of the thread damage could be the difficulties in re-engament of the polyaxial screw. The deformation of the one pin and deformation on another pin could be caused by the high force of reduction maneuver. Visual inspection performed by r&d project manager: after the visual inspection, all the considerations reported in the preliminary investigation are confirmed. The only difference noted is in the one step reducer, ref. 03.51.10.0181, lot. 1651673b, in which two pins are missed and broken instead of one broken and one bended. Additional instruments involved in the complaint, batch review performed on (B)(6) 2019. Specific made 03.51.10.0187 screwdriver large handle lot. 1850630. Lot 1850630: (B)(4) items manufactured and released on 22 march 2018. No anomalies found related to the issue. To date, 3 similar event on the same lot has been registered. In this case (three devices with the same lot are involved in this event). Pedicle screw 03.51.10.0181 one-step reducer enhanced lot. 1651673b. Lot 1651673b: (B)(4) items manufactured and released on 10-jan-2017. No anomalies found related to the problem. To date, no other similar events have been reported.

Event description:
The surgeon was operating on a patient who underwent a revision/ fusion extension. He had to remove 7mm screws and replaces them with 8 mm must and even 9 mm must pedicle screws. During insertion of the 8x55 mm screws the screwdriver broke at the tip. He had difficult in removing the screw with the help of a forceps. In addition, during height correction of an 8 mm implant, 3 screwdrivers broke. When using screwdriver number 4, the thread was damaged because re-engagement was difficult. Later the surgeon used the persuader a lot and the tip broke as well. He was concerned that any small parts might have remained inside the situs, but visual inspection did not show any debris.